Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with 425cc mentor memorygel, breast implant has experienced left-sided symptomatic rupture, and breast pain postoperatively. As a result, patient underwent bilateral replacements with non-mentor prosthesis on (B)(6) 2022. The implant side serial number is unknown per this report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 11, 2022 indicated that date of event was on may 05, 2013 which makes the age of the patient to be 49 years old at the time of event.. The suspect device serial number is (B)(6). No pain after the implant was removed. Manufacturer¿s reference number: (B)(4).